Event description:
I had relex smile surgery done on my left eye and lasik surgery done on my right eye at (B)(6), (B)(6) 2024. My prescription was -10 (l), -10.5 (r) and was told I was a strong candidate for both procedures. Since (B)(6), I've had constant eye pain in my left eye, feeling of throbbing, straining that then radiates across the left side of my face. I've used eye drops consistently for months with no changes. Additionally, I have severe glare and severe halos at night making driving difficult and scary. The negative outcome of the surgery has lead me to a deep depression, thoughts of suicide and incredible strain on my life making it near impossible to do daily activities. My surgeon has done little to nothing to help find solutions leaving me to live in agony. Ref report: mw5155786.